Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarms occurred. Additionally, it was reported that the customer was experiencing elevated blood glucose levels; cause and level was unknown. Customer addressed bg level by delivering a bolus and administering a manual injection. Reportedly, the customer changed pump supplies to resolve issue.